Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system tower door 4 was clicked and failed upon random access by the user. A field service engineer (fse) inspected the door latch and found faulty mini switches that required replacement. The fse powered down the station, removed and replaced the latch mini switches, and then restarted the system. After logging into the hardware test application (hta) and performing a successful functionality test, door 4 was confirmed to be operating properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door 4 was clicking and intermittently failed during random access attempts. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.